Event description:
Plaintiff's attorney alleges valve caused irreversible brain damage; development of severe contractures; and other physical and emotional injuries. The valve was implanted in 1999 for treatment of normal pressure hydrocephalus. The valve was removed during event month.